Event description:
Two days after cypher implant in the mid left anterior descending artery of a transplanted heart, this pt was hospitalized with a temperature of 103 and increased blood pressure under the care of an infectious disease physician (symptoms had started the day before). The pt was cultured and placed on IV antibiotics of vancomycin and levaquin. On day 2 of hospitalization the pt developed an non-productive cough, slight wheezing and nausea/vomiting, which persisted for the next three days. On the fifth hospital day the temperature remained elevated and now had an associated increase in heart rate and blood pressure. The following day, according to the pt's spouse, the physician's felt these symptoms may be related to plavix, which was discontinued and ticlid was started as a replacement.